Event description:
Based on further assessment, it has been confirmed that this is a packaging issue. The customer¿s photo shows that the blade was damaged as a result of the packaging defect.

Manufacturer narrative:
Corrected information was provided in section b.2. B.5 d.4. And h.11. Based on the information, the quality summary for the clearcut knife will be downgraded, and no further reports will be submitted against the clearcut knife the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the tip of an ophthalmic knife was broken and had damaged the packaging prior to surgery. There was no patient contact. Details of the procedure and any potential patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).